Manufacturer narrative:
It was reported that the ventilator did not cycle properly. No more information was available. The ventilator was investigated on site by our field service engineer. According to provided information the unit failed internal leakage test and pressure transducer test, during pre-use check. Issue was resolved by replacing the membrane. Device logs were not provided. No root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator did not cycle properly. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).